Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 03/23/2016 merge healthcare received information indicating the camera was failing. Replacement of the sync cable did not resolve the issue. Failing cameras impact the intended function of the system and may lead to a delay of care which could potentially lead to patient harm. This occurrence did not lead to any known direct patient impact. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 20 apr 2016. Because the sync cable did not resolve the issue, support determined the camera would need to be repaired. The customer declined the service contract required for the repair. No further action was taken. Corrected data: name and address update. Manufacturing date added. Conclusion code: 4315- cause not established.